Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced excessive and prolonged severe hyperglycemic and hypoglycemic events while using the ilet system, with device logs also indicating frequent and potentially inappropriate meal announcements, prolonged manual suspensions, and multiple bent cannulas, one of which was associated with a diabetic ketoacidosis event; the highest reported glucose was 401 mg/dl with out-of-range duration of approximately 8¿9 hours, and correction occurred following medical care. Symptoms included vomiting, dehydration, and fatigue. Outcomes included hospitalization for the hyperglycemic event. Investigation included review of device data and complaint details, assessment of infusion set performance, and troubleshooting and education delivered to the user. Investigation of this case revealed bent cannulas leading to occlusion or impaired insulin delivery as a contributory factor to hyperglycemia and dka, and patterns of user-initiated actions such as frequent meal announcements and manual suspensions that could have impacted glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.